Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received during basal delivery. The customer's blood glucose level was 210mg/dl. A system check was performed and insulin was observed exiting the infusion set tubing. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. Tandem technical support advised the customer not to wear the pump against their skin as this can cause an abrupt temperature change to the pump. The customer was to change their infusion set and start wearing their pump in a case.